Event description:
It was reported that the patient went to the hospital due to a lead integrity alert (lia) being triggered. It was also reported that the right ventricular (rv) lead had noise and oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were three ventricular non-sustained tachycardia episodes noted as less than or equal to 200 ms on (B)(6) 2012 in the timeframe between 22:15:48 and 22:49:40. There were ventricular short interval count (v-sic) of one 100.1 counts average per day, in 65.88 days, between (B)(6) 2012 and (B)(6) 2012. One patient alert for lead failure predictor was recorded on (B)(6) 2012 22:37:03.